Manufacturer narrative:
Investigation summary: one (1) sample was returned under the p/n: di-60hl, l/n: 4305708 for evaluation with its original packaging, in decontaminated conditions. The complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination. Missing parts (cap, spike, vented 00-106) in the sample were detected. The sample was assembled in the level 1 system equipment to introduce distillated water and verify the correct functionality of the sample. During the test, a leak was found in union of tube and end cap, the failure mode "a0282 - leaking" reported in the complaint was confirmed. However, a root cause was not determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the product was used, blood leakage from the circuit was confirmed. Adverse patient effects are unknown.